Manufacturer narrative:
Additional information: g3, h2, h3, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Six days post procedure, an MRI confirmed the patient experienced a stroke on the left side which required prolonged hospitalization; no treatment was administered. There was nothing during the ablation procedure that was not as expected and there were no performance issues with any of the abbott devices involved.